Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the 3.00 x 28mm promus element plus study stent was implanted in the proximal left circumflex (lcx) and not distal lcx as previously reported. Also, the 2.75 x 32mm promus element plus study was implanted in the distal lcx and not proximal lcx as reported. At the time of event, following placement of 2.75x16 promus element stent in distal lcx, repeat angiography was performed and it revealed more disease further down the vessel at the distal bend of lcx. Therefore, the physician treated this with another 2.5x 24mm promus element plus stent deployed in an overlapping fashion. Following post-dilatation, residual stenosis was less than 10%.

Event description:
(B)(4) study. Same case as MDR ID# 2134265-2014-00496. It was reported that unstable angina an in-stent restenosis (isr) and vessel jailing occurred. In (B)(6) 2012, the patient presented with myocardial infarction and cardiac catheterization was performed. Coronary angiography revealed stenosis of mid right coronary artery (rca) and left circumflex (lcx) artery. The stenosis of mid to distal rca was treated by placement of two unknown stents. In (B)(6) 2013, the patient presented for staged procedure. Subsequently, index procedure was performed. The target lesion was de-novo lesion located in the proximal circumflex (lcx) artery with 80% stenosis and was 5 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation followed by placement of a 2.75m x 32mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was de novo lesion located in the distal lcx 90% stenosis and was 20mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 3.00mm x 28mm promus element plus stent. Following post dilatation, residual stenosis was 0%. On the same day, the patient was discharged on aspirin. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. The following day, cardiac catheterization was performed and coronary angiography revealed 99% in-stent restenosis of previously placed study stent located in lcx and 90% ostial stenosis in 1st om which resembles the jailing of first obtuse marginal branch. The 99% isr located in the distal lcx was treated with direct placement of 2.75 x 16 mm promus element stent with 0% residual stenosis. The 90% ostial stenosis in the 1st om was treated with percutaneous transluminal coronary angioplasty through the stent strut to open jailed obtuse marginal, with 20% residual stenosis. The event was considered resolved. One day post procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).